Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed an occlusion alarm followed by alert code 38, verified in device history, after which a restart was attempted and a subsequent alert occurred, leading to device replacement and transition to back-up subcutaneous insulin via pen. Symptoms included hyperglycemia with a reported value of 276 mg/dl, without loss of consciousness or diabetic ketoacidosis. Outcomes included brief elevation of blood glucose outside the target range and temporary interruption of pump therapy, managed with back-up insulin therapy at home without medical intervention. Investigation included review of device history and guided troubleshooting, including restart and instructions for shutdown and return. Investigation of the returned device revealed a consecutive stalled motor alert consistent with an insulin delivery malfunction within the pump assembly, with no injury reported. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to interrupted insulin delivery.